Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling around the eyes [eye swelling]. Swelling of the throat [pharyngeal oedema]. Case description: spontaneous report received on 11-feb-2010 from a female patient of unknown age, and initials were not provided. The patient did not have a history of allergy to eggs, chicken or feathers. The patient received synvisc injections in unspecified joint(s) on unspecified date(s) in (B)(6) 2009. After receiving synvisc injections, the patient experienced a severe allergic reaction of swelling of the throat and swelling around the eyes. The patient was prescribed a medrol dose pack and within 48 hours, her reaction was much better. The patient was still experiencing persistent swelling around the eyes. The patient declined to provide further information. As of the date of receipt of this report, the patient had not yet recovered. Manufacturer's comment: the risk-benefit relationship of synvisc is not affected by this report.